Event description:
Internal distributor contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal, due to sensor failure during day 3 of sensor session, pt observed a black dot on the insertion site. Pt was taken to the hospital where the sensor wire fragment that had remained inserted in her skin was surgically removed. At the time of their call to dexcom technical support, international distributor reports that pt was doing fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.